Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo lesion of the saphenous vein graft to the second obtuse marginal (svg to om2) measuring 4.0x25mm with 80% stenosis. Target lesion one was treated with predilation, placement of a 3.5x32mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Severe balloon withdrawal resistance was reported and resolved following multiple attempts and disengaging the guide catheter. There were no reported patient complications as a result of this event.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Other: device not returned for analysis